Event description:
Original analysis determined that the complaint applied to the remedial action exemption. During failure investigation on 3/20/07, the failure of intermittent audio was confirmed. The failure was isolated to the main pcb. The mfg facility has initiated a corrective and preventative action associated with the confirmed failure. There was no patient harm reported.